Event description:
Pt on three drips, pump malfunctioned with error code 671 displayed. Imed plugged in at time of incident, message scrolled staed to plug in pump or turn off and restart. No harm to the pt.